Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed the patient's right atrial (ra) lead exhibited noise. No changes or interventions were reported. The patient condition was not known.